Manufacturer narrative:
Results - a visual inspection of the returned product shows the lens optic is torn from one plate haptic to other plate haptic. Portions of the optic are torn off & missing. There is clear and reddish surgical residue on the lens. Conclusion: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that, the surgeon inserted a single piece silcone lens model aa4204vf in the eye and the lens tore, so the lens was cut into pieces to be removed from the eye. The surgeon replaced it with another model lens. No pt injury.